Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they noticed the stimulator was not working properly. The patient said at night they would wake up 3-4 times and have the urge to urinate, so they would rush to the bathroom and otherwise they would leak urine. The patient also had the same issues during the day. The patient said this had been going on for maybe around 15 days now. The patient did not know what caused the change in urinary symptoms but also commented that they were experiencing some pain and warmth at the ins site when they touched it. The agent walked the patient through connecting the handset and communicator to the implant, but patient got a message that the communicator battery was low and needed to be charged. The patient will charge communicator and call back for further assistance. The agent recommended the patient discuss their symptoms with their managing healthcare provider (hcp) as well. The patient was spanish speaking and the call was taken with assistance from an interpreter.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.